Event description:
The cardiologist attempted arteriotomy closure with a prostar 10 fr pvs device. The subcutaneous track had been widened prior to insertion of the device. One needle did not present fully. The four needles were pulled with a needle holder and the procedure ended with a successful closure. The cardiologist then sutured the subcutaneous track closed. There was no reported injury to the pt. Eval of the returned device indicated that the needle that did not present had not followed its intended track into the barrel of the device.